Event description:
It was reported that the patient's right ventricular lead exhibited abnormally fluctuating capture thresholds resulting in intermittent capture. The lead was explanted and replaced. There were no patient consequences.